Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient underwent transplant through the high urgent list on (B)(6) 2020 due to severe right heart failure. Privacy laws prohibit the customer from providing information regarding the case. It was reported the outcome was not device or therapy related. The device was explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. A direct cause for the reported event also could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. No further information was provided. The manufacturer is closing this event.